Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: a review of the black box showed evidence of an unexplained power on reset event. A battery cap was not returned. All testing was performed with a test battery cap that was able to power on the pump and fully tighten to it. A battery compartment crack was found in the thread area. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboots, loss of primes, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. The intermittent power event was not duplicated during the investigation. Unrelated to the original complaint, the base of the pump was cracked between the case seal and the keypad. (B)(4).